Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that, during device eval by a philips fse, the device displayed a power failure message. There was no pt involvement.